Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off per the instructions in the user manual). The set used with the pump at the time the event occurred could have contributed to the failure but was not returned with the pump. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. A follow up report will be submitted should new or add'l pt info becomes available.

Event description:
Customer reported; end user stated there was a no flow alarm and the pump reset and completed the therapy. Patient injury or medical intervention: yes, the patient developed stomach pains. A follow up call to the provider resulted in the following user info. Nurse states; pump was having "no flow" alarms on and off all day. "No flow" was not able to be clarified. Customer (B)(4) was unable to find out if it were "no flow in/out" or a "no food" alarm. States pt had a temporary stomach ache. No medical intervention necessary. (B)(4) rep evaluated the pump but could not duplicate the failure.